Event description:
Pt was admitted for hysterectomy. During surgery, pt became hypotensive and lost her blood pressure. Surgery was stopped. Pt was transferred to the ICU. Also required a ventilator. After surgery also developed symptoms consistent with dic. Eventually consults determined that pt had latex allergy. Rast test was done and she was found to have a severe latex allergy. Risk factors: health care worker, asthmatic. Was not known to have latex allergy previously, but on previous surgery did develop similar problems. It is impossible to determine what specific product caused the reaction given the number of latex products in the or. Because of rptr's inability to identify a specific MFR, it was decided to submit voluntarily given the outcome.